Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular high rate marker channels indicated possible occasional non-physiologic sensing, most likely due to the ventricular lead programming. The rv lead remains in use. No patient complications have been reported as a result of this event.